Event description:
It was reported that during the gastrectomy procedure, one side of the staple line had staple malformed. Another device was used to complete the case. There were no adverse consequence to the pt.